Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. No other moisture damage was found inside of the insulin pump. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported a button error alarm. Customer states that they removed and replaced the battery but the button error reappears. The blood glucose reading is 260 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.